Event description:
It was reported that fluoroscopy found insulation damage with externalized cables.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.